Event description:
The surgeon was using a competitor's lens with the ftp-indigo foam tip plunger and the plunger over-rode the proximal haptic and tore off the haptic during insertion into the eye. The surgeon removed and replaced the lens with no pt injury.